Manufacturer narrative:
H10 - at this time no conclusions can be made.the attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. H11 - this supplemental emdr has been submitted to correct the event description (b5), brand name (d1), date of implant (d6), PMA/510# (g5). The following fields have also been updated: g1, g2, g4, g7, h2, h11. Note:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges per short form (see attached) that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2006. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. It is alleged by patient¿s attorney that the patient had unspecified injuries. As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2015. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st patch. It is alleged by patient¿s attorney that the patient had unspecified injuries. As reported, the attorney alleges patient experienced emotional distress and the device was defective.